Event description:
Caller states the patient tested 7.9 inr on the coaguchek s system while a comparison lab returned as 1.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.